Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. In addition, the single-lumen gel-implant and sizer shell patching for mp-810 was realized according the applicable revision, correspondingly, at the moment of the operations were performed. According to the device analysis performed in the laboratory, it was observed split in patch area (ss), it is out of specification per qa 199.04.was identified which is characterized as a workmanship, however is not related to the reported complaint. During the trend review of all split in patch complaints for gel breast implants for the period of jun 2017 through may 2019, was noted an outlier in jan 2018. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified weight to the spec, creases fold and deformation. Cloudy color in the gel observed after autoclave cycle. Observed split in patch area (ss), it is out of specification per qa (B)(4) was identified which is characterized as a workmanship. Based on the device analysis the final assessment is workmanship due to split in patch area. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device was explanted.